Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not holding a charge and was difficult to be charged after non-device related surgeries. The patient underwent and ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4).